Event description:
It was reported to siemens that an adverse event occurred while operating the somatom go.sim CT system. It was reported that a CT technologist cut her right index finger on the underside of the radiation tabletop due to a sharp edge while removing the headrest. The technologists' finger was cleaned, and bandaged, and no further medical treatment was required. The service engineer checked the involved hardware, and no visible irregularities were observed on the table, tabletop, or headrest. Siemens has requested additional information in order to conduct an investigation of the reported event. Following the investigation, a supplemental report will be filed if a device malfunction is identified.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. Following the investigation, a supplemental report will be filed if a device malfunction is identified.